Event description:
A malfunction alarm was reported with malfunction code 16 on the pump, which was under warranty. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer switched to multiple daily injections (mdi) as a backup therapy and was instructed by technical support to return the pump using a pre-paid label. A replacement pump was arranged, and the customer was guided on putting the pump into storage mode before returning it.